Manufacturer narrative:
The probable cause of the falsely elevated troponin I results was insufficient chemwash solution. Customer noticed that chemwash solution was empty the following morning and replenished the solution. Chemwash solution is used in the assay for washing. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated troponin I results were obtained on two patient samples. The results were not reported to the physician. The laboratory repeated the samples and negative and lower results, respectively, were obtained. Patients' treatment was not prescribed or altered. There was no report of any adverse health consequences as a result of the falsely elevated troponin I results.